Manufacturer narrative:
H.6 investigation: DHR was reviewed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8303783 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo and one loose empty tray inside a zip lock plastic bag were received and visually evaluated. The tray had a marked circle on its bottom with nothing seen inside the circle. A small dark particle slightly larger than level 3 in size was observed at the one of the inside bottom corners of the tray. Ftir analysis was completed on the dark material observed in the tray. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyester terephthalate mixed with polyvinyl chloride (pvc). Potential root cause for the foreign matter defect is associated with the packaging process. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll tip bulk convenience pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 309702; batch no. 8303783. Per customer email: syringe (sterile), 3ml ll, (25/tray; 12 tray/box); bd tray 309702; lot #: 8303783; defect was discovered on (B)(6) 2019. 1 tray with particulate in it. 125 finished product filled syringes were rejected due to this defect. The defective unit is available for return upon receipt of a prepared shipping label.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll tip bulk convenience pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 309702 batch no. 8303783. Per customer email: syringe (sterile), 3ml ll, (25/tray; 12 tray/box). Bd tray 309702. Lot #: 8303783. Defect was discovered on (B)(6) 2019. 1 tray with particulate in it. 125 finished product filled syringes were rejected due to this defect. The defective unit is available for return upon receipt of a prepared shipping label.